Manufacturer narrative:
The reported oversensing was not confirmed. Internal abrasion was found between 8.5-8.7 cm from distal tip; re cables exposed but etfe coating was not damaged. External abrasions due to friction with another device were found between 9.5-10.0 cm and 10.6-11.2 cm from distal tip; re cables exposed but etfe coating was not damaged. The lead exhibited normal electrical values.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead demonstrated a sensing anomaly with low r-waves. T-wave oversensing was noted but was resolved by reprogramming. During dft testing, undersensing of vf was observed. The lead was explanted and replaced.